Event description:
A customer reported experiencing a tandem mobi cartridge alarm with consecutive cartridges for the past two weeks, confirmed by technical support. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the customer's pump, sending a replacement with updated software. The customer agreed to the instructions provided for returning the problematic pump and understood the steps needed when receiving the new pump.